Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a control solution test failed; however, the patient did not specify the result. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.